Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that interrogation of the patient's system controller revealed "system information", "replace controller", and "system information alarms. According to the patient and the hospital staff, there were no audible alarms on the system controller or system monitor including no yellow wrench alarms. A review of the submitted log file by the manufacturer indicated that there were two yellow wrench alarms recorded on (B)(4) 2014 and (B)(4) 2014. The second yellow wrench alarm was accompanied by a lcd fault which is a communication issue with the system controller. The cause of the no audible/visual alarms was due to a lcd fault and yellow wrench occurring at the same time (communication error). The patient will continue to be monitored for any more alarms.

Manufacturer narrative:
No further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.